Event description:
Reporter indicated a vns patient had died in a drowning accident. An autopsy was being performed to obtain further information. The vns system was explanted and given to the reporter, who is the patient's daughter. The reporter stated she would return the explanted devices but the devices have not been received to date. All attempts to the reporter's attending neurologist for further information and the autopsy results have been unsuccessful to date.